Event description:
Pt in heart catheterization recovery area was sent to radiology, due to ischemic rt foot. Upon discovery of occlusion (the sheath) was withdrawn under fluoroscopy until the tip was backed beyond the point of obstruction. A steerable guidewire was then advanced into the juxtarenal aorta, over which a 5-french flush catheter was inserted. An abdominal aortogram was then performed with the catheter in this position. The catheter was then withdrawn to above the level of the aortic bifurcation, where a bilateral lower extremity runoff was then performed. The catheter was straightened and removed and the sheath was removed. The pt tolerated the procedure well, and there was improvement in color and motor function in the foot immediately.